Event description:
The surgeon was attempting fixation from occipital-c3. While trying to tighten down the construct several setscrews strippep. This surgeon was able to complete the cause and there was no adverse pt consequence. However the situation did result in a 45-min. To one-hour extension to the case. As the delay was in excess of 30-min. An MDR is being filed to document this event.